Manufacturer narrative:
(B)(4).

Event description:
The customer reports the dilator was introduced in the patient and was broken. Device removed.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however the customer provided four photos of an assembled dilator and sheath with the sheath tip damaged. A probable cause of the sheath tip damage cannot be determined from the photos. A device history record review was performed and no relevant findings were identified to suggest a manufacturing issue. The IFU provided with this kit warns the user, "ensure catheter patency prior to pressure injection to minimize the risk of catheter failure and/or patient complications". The report that the sheath damage was confirmed through examination of the customer supplied photos. The images show a sheath/dilator assembly with damage to the sheath tip; however, the actual complaint sample was not returned for evaluation. The device history records for the sheath/dilator were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the sheath damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the dilator was introduced in the patient and was broken.device removed.